Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl. Customer declined trouble shooting for high blood glucose. Customer also stated that the insulin pump had no delivery alarm. Trouble shooting was performed. Customer was able to assemble a new infusion set and reservoir, insulin was exit with the manual prime. The insulin pump will not be returned for analysis.